Manufacturer narrative:
The intraocular lens was received and inspected under 10x magnification. Inspection shows one broken haptic, optic intact. Results of our investigation suggest the incision was enlarged to remove the lens. The cause of this event was not confirmed but does not appear to be related to the manufacturing process. All currently available information is included in this report.

Event description:
The hospital reported the intraocular lens (iol) was inserted into the patient's eye. It was noted the haptic was detached and the lens was removed and replaced by another lens.